Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the medium-large clip applier clips could not be released. The instrument jaws also closed on its own. The user was completing the procedure as planned using a backup medium-large clip applier with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, failure analysis still pending. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.